Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the reported complaint. The fse replaced the master tool manipulator (mtm) left to resolve the issue. The system was tested and verified as ready for use. Isi received the mtm 2 involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to reproduce the reported complaint during sine cycle. Golden esmb pca, axis 4 motor and axis 4 motor cable were installed. Test performed via dte and matlab passed. Original parts were installed and mtm2 failed during sine cycle for error 23025 along axis 4. The following parts will be replaced as a fix: axis 4 motor, a4 motor cable, esmb printed circuit assembly, and main wire harness. The affected part grip pad gimbal part # 314355-03 involved with this complaint is a field scrap item and will not be returning to isi for further investigation. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed 23025 errors that may have been related to the reported complaint. Additional log review confirmed that system sk5214 was used on (B)(6) 2022 for a distal gastrectomy procedure. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to being unable to control the camera arm and the left arm. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
Cw 12/28 it was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon could not control the camera arm and the left arm. The tse reviewed the error logs and confirmed repeated recoverable error 23025 pointing to axis 4 of the master tool manipulator (mtm) left. The tse had customer power cycle the system, but the issue persisted. After that, the tse advised the customer to perform patient side cart (psc) hard power cycle. However, the surgeon elected to convert to traditional laparoscopic surgery. There was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system without any errors. There was no patient injury.